Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed. Please note that the lot number for the device is unk; as a result it is not possible to determine the mfg date of the device.

Event description:
A core impaction drill was sent in for service and a melted impaction drill shield was noted on the handpiece. No adverse event was associated with the impaction drill shield; no further info is available regarding the device.